Event description:
It was reported to manufacturer that the sites hand held screen was continually freezing following successful interrogations, when the 'menu' option was selected. Soft resets and removing and re-inserting the flashcard were done to temporarily resolve the issue, but the site requested a new hand held. Good faith attempts to obtain the non-working device for further analysis have been made, but have been unsuccessful to date.